Manufacturer narrative:
Clinical investigation: there is a possible causal/contributory relationship between pd therapy with the liberty select cycler and the patient¿s repair of a pre-existing umbilical hernia. However, there is no documentation that indicates a liberty select cycler deficiency or malfunction was associated with the hernia event. Hernia is a well -known potential complication in pd therapy due to increased intra-abdominal pressure from the dialysate which can exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a patient needed to cancel treatment due to an emergency. Upon follow up with the patients peritoneal dialysis nurse, it was reported the patient did not have an emergency, but needed to cancel treatment due to an umbilical hernia. The pdrn reported that at the time of the call the hernia was bothering the patient. The patient had corrective surgery on (B)(6) 2018, it was an outpatient procedure, patient was discharged the same day. The hernia was a pre-existing condition.